Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to toggle between the alphabetic and numeric keypads on the touch screen. The customer performed a pump reset and the issue was resolved. Customer's blood glucose was 90 mg/dl.